Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when opening the package, there was white foreign matter found on the cannula."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when opening the package, there was white foreign matter found on the cannula."

Manufacturer narrative:
H6: investigation summary: bd received 1 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter- IV cannula with the incident lot was not observed. The photo attached to the complaint record appears to be a different device. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter- IV cannula with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. The root cause of the foreign matter on the IV cannula is particles of the hub material coming from IV shields chipping hubs when being assembled at the IV shielder machine. The particles of the chipped hubs were then transferred unto the IV cannula and the lubrication on the cannula allowed these particles to adhere to the cannula throughout the rest of the assembly process. Awareness of this complaint has been created within quality, engineering and operations departments. A review of the device history record was completed for this batch 0281090. Product was manufactured at the bd sumter site october 2020. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. There were no related qns.